Manufacturer narrative:
Patient information was unavailable from the site. The unique identifier was not available at the time of reporting. Initial reporter not known at the time of reporting. Report source foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the health care professional noted that the reference frame tracked intermittently and would delay navigation. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the site has used the suspect frame multiple times in subsequent procedures without replication.